Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#. A root cause could not be determined. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see h.10.

Event description:
It was reported the unspecified insyte intravenous catheter had an issue with a broken safety mechanism. Resulting in a needle stick during use. The following information was provided by the initial reporter: "a rn in the ed get stuck with a retracted IV catheter. There is a small hole in the end of the clear plastic that the needle retracts into. When the nurse placed the device in the sharps container something went thru that hole and pushed the needle back out. There was no report of medical intervention at this time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified insyte intravenous catheter had an issue with a broken safety mechanism. Resulting in a needle stick during use. The following information was provided by the initial reporter: "a rn in the ed get stuck with a retracted IV catheter. There is a small hole in the end of the clear plastic that the needle retracts into. When the nurse placed the device in the sharps container something went thru that hole and pushed the needle back out. There was no report of medical intervention at this time.